Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the channel cleaning brush had a lot of lint started to come off after used for cleaning several times. The cleaning brush rod had obvious creases, bristles on one side are fractured, and there was corrosion traced on the brush head, and the metal spiral tube at the position where the bristles are fractured had worn and scratched traces. The issue was found during cleaning. There were no reports of patient involvement.